Event description:
(B)(6) states the bed just stopped working and they unplugged it and went to plug it back in and there was a spark from the plug.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.